Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 527 mg/dl); cause not known. Insulin injections were administered. Pump system check was performed with tandem technical support and no device issue was identified. However, customer was concerned pump was not delivering insulin appropriately. Customer reverted to using manual injections for insulin delivery.